Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: q. Did the patient suffer any adverse consequences? A. No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the error "reposition jaws" occurred. The jaws would not open. The surgery was delayed 15-20 minutes to replace the instrument but the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. D4 batch #: r92m12. Investigation summary: the device was received with no apparent damaged. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. During a mechanical test no issues were noted with open and closing the jaw. Upon visual inspection under magnification it was observed that the electrode was making contact with the lower jaw at the welding point area. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. There is insufficient evidence related to what caused the damage on the device. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.